Manufacturer narrative:
Additional information, regarding the patient's risk factors for seizures (e.g., prior or family history of seizures, dehydration, lack of sleep, alcohol, caffeine, or illicit drug use), was not able to be obtained since neither the patient or the patient's mother will respond to the provider's outreach for information. Therefore, a definitive cause cannot be established.

Event description:
Neuronetics received a call from a tms provider indicating that a patient had a seizure the morning after their 12th tms treatment.